Event description:
Per the audiologist, the pt reported "odd sound perception, broken glass, clicking and high pitched noise". Currently the basal electrodes in the pt's sound processing program are deactivated. The pt discontinued using the sound processor due to the discomfort. Results of an integrity test done in 2007, were consistent with normal receiver/stimulator function with two short-circuit electrodes. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report was filed on june 27, 2008.